Event description:
It was reported, the back of the scalpel in the catheter, with excess iron protrusions, resulting in patient skin damage during scalping. Solution: open a new catheter and take a new scalpel to use it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a burr on the scalpel blade is confirmed and was determined to be related to the manufacture of the product. One scalpel was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned scalpel. A small burr was observed at the top of the blade. A microscopic observation revealed the burr at the top of the blade of the scalpel to be excess metal from the blade. Because excess material was found along the device, the complaint of a burr along the device is confirmed and was determined to be related to the manufacture of the product. The product is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.